Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call to report moisture damage on the pump. The customer's blood glucose was 259 mg/dl at the time of incident. The customer's mother stated her daughter was swimming with the pump on. They placed the pump in rice to try to absorb the liquid. She stated that they treated with lantis. The customer's mother stated that the pump was vibrating without an alarm or alert and the display went blank immediately after the pump was exposed to moisture.the customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.